Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed loss of capture and loss of sensing on the right atrial (ra) and right ventricular (rv) leads. A chest x-ray was performed noting dislodgement on the ra and rv leads. During the revision procedure, it was noted that the ra, rv, and left ventricular (lv) leads appeared severely twisted due to twiddler¿s syndrome. The physician elected to explant and replaced all three leads. The patient condition was stable.